Event description:
Per the report received from austria, edwards received notification of a 48 mm evoque procedure in tricuspid position. Post procedure, the valve interacted with the conduction system. The patient's baseline rhythm was atrial fibrillation. The valve was implanted as intended between 0-5 mm from the annular plane. Approximately 5 minutes after valve deployment, the patient became bradycardic and required brief cardiopulmonary resuscitation. External pacing was initiated, followed by placement of a temporary internal transvenous pacemaker. On post operative day (pod) 1 a permanent pacemaker was implanted. The patient's final outcome was stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6).